Event description:
While reviewing device tracking data, MFR became aware of a device replacement surgery less than one month after implant. The pt underwent ncp system replacement, surgery due to staph infection at the pulse generator/pocket area. Preoperative, intraoperative and postoperative antibiotics were utilized at the time of initial implant surgery and the surgery lasted for approx 2 hours. The ncp system tunneling tool was utilized during the initial implant surgery and was used as a single-use-only instrument. The pt had not undergone and surgical or dental procedures or invasive monitoring either three months pre or post vns implant and is not implanted with any other devices. The infection was treated with antibiotics and explant of both the lead and generator. The pt was reimplanted with a new ncp system on the same day that the original ncp system was explanted for infection, but was reportedly not implanted in the same pocket area. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported event.